Manufacturer narrative:
The reported events of loss of capture and p-wave amp variation were not confirmed. As received, a complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
During an in-clinic follow-up, increased capture threshold which resulted in loss of capture and decreased sensing were detected on the right atrial (ra) lead. An x-ray was performed and showed no abnormalities. The ra lead was explanted and replaced to resolve the event. The patient was stable.